Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" , "foreign material sensation, discomfort pain, firmness sensation, silicon springs outward", pain and "silicon came out of the prosthesis and spread into the body" .

Event description:
Patient reported "rupture" , "foreign material sensation, discomfort pain, firmness sensation, silicon springs outward", pain and "silicon came out of the prosthesis and spread into the body" for unspecified side. The device has been explanted.

Event description:
Patient reported "rupture", "foreign material sensation, discomfort pain, firmness sensation, silicon springs outward", pain and "silicon came out of the prosthesis and spread into the body" for unspecified side. The device has been explanted.